Event description:
The customer contact reported the device displayed with a watchdog error with a white screen. The device was returned to the biomed dept from an unk floor for an unspecified reason. No info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device alarmed with a watchdog error with a whitescreen. No additional info was provided.

Manufacturer narrative:
Testing and investigation found that the device powered up with a whitescreen error and displayed "hw watchdog error" and the device sounded an audible alarm from the secondary speaker. This was due to a depleted snaphat battery that supported ram chip u2 on the user interface controller 1 (uic1) board. Due to the depleted battery, the ram data was corrupted and resulted in a whitescreen error. This report represents all the info known by the reporter upon query by hospira personnel.